Manufacturer narrative:
(B)(6).

Manufacturer narrative:
The software investigation found that the reported event was unrelated to a software issue. The software functioned as designed.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative bypassed the viewing station of the imaging system bulkhead straight to the pc and found that no connection was present. Remote presence connection was confirmed with the viewing station of the imaging system. The representative confirmed that the settings within the viewing station of the imaging system for the navigation system were not up to date. The representative then changed the settings to their proper values. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
A site radiologic technologist (rt) reported that, while in a spinal fusion, after performing a 3d scan the image did not transfer from the imaging system to the navigation system. The site attempted to push the exam to the navigation system, but received an error message. The site attempted to use different network cables and restarted the system, but this did not resolve the reported issue. The surgeon then elected to complete the procedure with a c-arm. No additional information was provided. There was a reported delay to the procedure of less than 1 hour due to this issue. Though navigation and medtronic imaging were aborted, there was no impact on patient outcome.